Event description:
Patient reports they underwent a replacement surgery due to a capsular contracture (unknown baker grade). During the surgery one device (unknown side) was found ruptured. This relates to the right device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.